Event description:
After the treatment with juvederm in the nasolabial folds and restylane under the eyes, the patient is experiencing swelling and lumps under the eyes and cheeks. The patient is also having difficulty contracting the muscles when they smile. The patient was prescribed an unknown topical cream by another physician from the initial treating physician for the swelling. The patient was referred to an urgent care and was prescribed a medrol dose pack, solumedrol and is currently receiving weekly cortisone shots. Recent follow up from the physician notes that the symptoms of swelling resolved within a week of the initial treatment and physician will provide the lot number at a later date. Allergan notified medicis of the adverse event involving restylane.

Manufacturer narrative:
Medwatch sent to FDA on 12/19/2008.